Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm performed leakage and functional tests and was not able to reproduce the reported issue. Unit passed all calibration, functional, and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. There was no patient involvement, and no adverse event reported.